Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor gear was seized, jammed and heavy moving. It was also noted that the gear was blocked, rough running and the bearing was stiff. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the gear was getting stuck on the battery handpiece device. During an in-house engineering evaluation, it was observed that the gear was seized, jammed and heavy moving. . It was also noted that the gear was blocked, rough running and the bearing was stiff. It was not reported whether there were delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly